Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump was received with missing segments/partial display. Unable to do the self-test due to missing segments. Pump was cut open to perform visual inspection and found a cracked lcd glass and moisture damage on the pcba 1 and force sensor the sc1 cap locks properly into the reservoir compartment. Per observation that the knit line near the belt clip plate is normal. The following were noted during visual inspections: corroded battery tube, scratched lcd window (minor), scratched case, stained keypad overlay, cracked case (battery tube) and pillowing keypad overlay. Missing segments/partial display was confirmed due to cracked lcd glass. Cosmetic damage was not confirmed at the belt clip rails, however, other cosmetic damages were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any requi

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1812. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1812 was requested and customer response was the device will be returned.